Manufacturer narrative:
The device was not returned. The disturbed wound healing was judged to be caused by co-morbidities and not due to the device.

Event description:
It was reported that a (B)(6) years old patient with tibia plateau fracture participating in the certify study had a wound revision surgery 4 days after surgery with osteosynthesis of fracture and implantation of cerament bvf. At revision surgery the cerament is found to be firm and is not removed. After the revision the wound healed. The surgeon evaluates that it was a wound healing disorder with seroma formation. The patients has diabetes, hypertension and adipositas. Cultures from samples taken at revision surgery came back negative.